Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: review of the black box data revealed multiple unexplained power on reset events on (B)(6) 2017. Moisture behind the display lens was confirmed on investigation. Moisture was also found inside the pump on the motor flex and connector as well as on the printed circuit board. The pump powered on normally. The pump emitted an alarm (078) during the rewind function. Complete testing for an intermittent power issue could not be completed due to the alarm that occurred.